Event description:
Customer complaint - limited data available customer complained of device fuse blew and there was a lot of smoke.

Event description:
Customer complaint - limited data available . Customer complained the device's fuse blew and there was an abundance of smoke.